Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to noise and oversensing. Additionally, a stored signal artifact monitoring (sam) episode of the minute ventilation (mv) feature signal was also observed. Leading to the minute ventilation (mv) feature being automatically disabled. Upon review, it was suspected that electromagnetic interference (emi) was the cause. No programming changes was recommended. At this time, the product remains in service, and no adverse events were reported.